Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the pacemaker was protruding. It was mentioned that the physician wanted to put the battery sub pectoral. Additional information indicated that the device had migrated however, no erosion was noted. The device was explanted. No adverse patient effects were reported.